Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker device exhibited an unknown product performance anomaly after not being checked for 3 years. To date, there is no intervention information from the field and the device remains in service. No adverse patient effects were reported.